Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a please check heater, patient and drain line alarm during fill 1 of 4 of treatment. The patient had an issue in a prior setup and decided to re-setup with the same supplies. The patient could not access diagnostics to verify what alarm they encountered. Technical support advised to re-setup with new supplies. Upon follow up, the patient stated being able to complete treatment with another bag and new supplies. The patient confirmed that the leak occurred inside the cassette door and fluid poured out when removing the cassette. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated being able to complete peritoneal dialysis treatment using new supplies with the original cycler. The patient is continuing with peritoneal dialysis on the original cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cassette was discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.